Event description:
The following has been reported: r/n was attempting to infuse a secondary infusion and admin set shows as a single inlet macrobore (will not show a secondary as an option). Tried mitigation steps multiple times without correction. Used a different admin set and it worked correctly. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (set ID sensor); (sensor-6). Reporting due to the referenced issue. No adverse effects were reported. The set was received back for investigation and found to be functioning normally. The administration set was installed into a pump and the issue experienced by the customer was not reproduced. Visual evaluation was done to see if the set has the same issue documented in scar00039, but it was found to not have the same anomaly. There were minor scratches and wrinkles on the foil but not out of the ordinary and would not account for the symptoms described. The pump was not received back for investigation. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.